Event description:
The problem is that the threads on the cap will not tighten down on the water bottle (or can over tighten) and the bottle falls to the floor spilling all over the equipment. Even if you are careful not to over tighten, the bottle if disturbed or knocked will lose connection and fall to the floor.======================manufacturer response for high flow nebulizer long tube, curaplex high flow nebulizer long tube (per site reporter).======================no response from the manufacturer at the time of writing this report.